Manufacturer narrative:
Device return has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac arrhythmia is a known potential adverse event per the device instructions for use, and atrial fibrillation is one of the most common cardiac arrhythmia. Without the return of the valve for analysis, a root cause cannot be determined. Based on the reported information from the physician, the cause of the pvl was due to loose sutures and that there was nothing wrong with the valve itself. (B)(4).

Event description:
Medtronic received information that three months after the implant of this bioprosthetic valve, the patient presented with shortness of breath, weakness, and tiredness along with multiple cardioversions for atrial fibrillation. A transesophageal echocardiogram revealed moderate central and paravalvular leaks (pvl). Subsequently, the valve was explanted with no complications. The physician noted that the cause of the pvl was due to loose sutures and that there was nothing wrong with the valve itself. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted (oval shaped). The right cusp was slightly open due to a slight prolapse in the lunula adjacent to the right non-coronary inferior coaptive area. All leaflets were slightly stiff but flexible. All leaflets and commissures were intact. Traces of thrombus were observed on the outflow of the left cusp. Radiography performed at medtronic showed no trace of calcification. Conclusion: based on the returned product analysis, the causes of the reported paravalvular leak (pvl)/regurgitation could not be determined. However, based on the received information, the physician noted that the cause of the pvl was due to loose sutures and that there was nothing wrong with the valve itself. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.